Manufacturer narrative:
Review of the log files provided by the account confirmed a single low flow alarm; however, a specific cause for this event could not be determined through this evaluation. Additionally, specific cause for the reported arrhythmia as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. The controller event log file contained events from 28feb2023 through 02mar2023. A single low flow alarm was captured on (B)(6) 2023. No other notable events were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records for mlp-004591 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists cardiac arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) fired an inappropriate shock when the patient experienced atrial fibrillation rapid ventricular rate. The patient was stable and asymptomatic. A low flow alarm was captured on (B)(6) 2023.